Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope produced a static screen when plugged into the monitor. The issue was found during the inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residue cylinder side, white residue channel side and no connection. Based on the results of the investigation, the most probable cause of image issues were traced to a component failure. Regarding the foreign materials, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.